Event description:
Reporter stated that patient performed 2 sets of back-to-back tests, using the suspect device, with results of 57 and 208 mg/dl, and 46 and 271 mg/dl. No patient injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.